Event description:
It was reported that the charger¿s cable broke off in the charger, resulting in an inability to charge the device and the ilet becoming nonfunctional. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health. Investigation included internal complaint intake and logistical replacement of the charger. Investigation of this case revealed a damaged external charging accessory consistent with mechanical breakage leading to loss of charging functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the charger accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.